Event description:
It was reported by the rep that the (2) prw35 were used during a varicous vein ligation procedure. It was reported that the leg skin incision was closed with the prw35 and the surgeon wiped off the wound with a wet lap sponge, this caused the staples to come out of the wound. The surgeon noticed that the staples were not fully closed on one of the legs. The doctor used a second device and this happened again. The case was completed with a prw35 and there was no conseqence to the patient.